Event description:
On (B)(6) 2014, a ventricular lead re-intervention was scheduled: no ventricular capture at max output, lead impedance greater than 3000 ohm. Once the lead was disconnected from the pacemaker, normal values were measured through the analyzer: r waves at 14.6 mv, v lead impedance at1132 ohm, v threshold of 1.5 v at 0.5 ms. The ventricular lead was capped and a new pacemaker and lead were implanted.

Event description:
On (B)(6) 2014, a ventricular lead re-intervention was scheduled: no ventricular capture at max output, lead impedance greater than 3000 ohm. Once the lead was disconnected from the pacemaker, normal values were measured through the analyzer: r waves at 14.6 mv, v lead impedance at 1132 ohm, v threshold of 1.5 v at 0.5 ms. The ventricular lead was capped and a new pacemaker and lead were implanted.